Event description:
Datascope's former distributor in another country reported that the pump shut down while in use with a pt. The operator recycled power and disconnected/reconnected the ac power cable from an outlet to restore operation. The pt rec'd catecholamine.

Manufacturer narrative:
The distributor could not duplicate the reported problem. The unit's error logs and service history were forwarded to datascope, where it was confirmed that an "iabp shutdown" is logged in the error log. Datascope research and development reviewed the details and advised that none of the info provided explains why a shutdown may have occurred. There is no ascribable cause for the reported shutdown.